Manufacturer narrative:
A1: patient identifier: (B)(6). A2: age at time of event: 66 years old at the time of study enrollment.

Event description:
Elegance clinical study. It was reported that an embolism occurred. The subject underwent treatment with the eluvia drug-eluting stents on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion was in the right distal superficial femoral artery (sfa) with 6 mm proximal reference vessel diameter and 6 mm distal reference vessel diameter with lesion length of 150 mm and 100% stenosis and was classified as tasc ii a lesion. Prior to target lesion treatment with study device, pre-dilation was performed by using 5.0 mm x 150 mm sterling percutaneous transluminal angioplasty (pta) balloon. Treatment of target lesion was performed by the placement of two 6.0 mm x 80 mm eluvia drug eluting stents, study devices. Following post dilation using 5.0 mm x 150 mm sterling pta balloon, the final residual stenosis was noted to be 0%. On (B)(6) 2022, during the treatment of the target lesion, dissection of grade b was noted in right mid popliteal artery due to non-boston scientific guidewire and non-boston scientific catheter and embolism was noted in the right anterior tibial artery after the pre-dilation of sfa using 5 mm x 150 mm sterling balloon. In response, catheter-based thrombolysis was initiated with 1mg/hr actilyse post administration of 5mg bolus dose, balloon dilation was performed, and bailout stent was placed.